Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to eri and temporary loss of pacing which occurred when device was interrogated. Device reached eri on (B)(6) 2022. No adverse patient events were reported. Should additional information become available, this file will be updated.